Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had unresponsive buttons. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the keypad anomaly. The caller did not recall any significant events leading to the keypad issues; the pump had not been dropped, bumped, or exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will not be returned for analysis since it is out of warranty, and no products were sent to the customer. The customer was sent an out of warranty letter.